Manufacturer narrative:
The implant has been placed in 36 position on (B)(6) 2018 and has been explanted on (B)(6) 2019. Following screw break, a fragment of the screw remained blocked inside the implant. The practitioner tried to remove the broken screw end of the implant by his own means, but he failed to remove the fragment of the screw. That is why, ultimately, the practitioner decided to remove the implant. Furthermore, the abutment is polished and distorted. The connection has been reworked and there is no cone. It is not usual to use 3.4 diameter implants in the posterior dental area. Since this configuration is not validated by anthogyr, anthogyr can not be held responsible for the breakage of the screw. (B)(4).

Event description:
Following the abutment's screw break, a fragment of it remained blocked inside the implant. The practitioner tried to remove the broken screw end of the implant by his own means but he failed to remove the fragment of the screw. That is why, ultimately, the practitioner decided to remove the implant.